Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor gel implants. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent primary breast augmentation unknown gel implants and experienced bilateral rupture post procedure. As a result, bilateral prosthesis replacement with mentor gel implants is planned for (B)(6) 2018. (See 1645337-2018-02231 for report on contralateral implant).

Manufacturer narrative:
Additional information was received with the field experience report on 7/9/2018. The explant date, implant date, and event date have been updated. When the device was explanted, bilateral prosthesis replacement with 450cc mentor memorygel breast implants was also performed. The investigation of the returned device was completed by the failure analysis lab on 7/23/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation unknown gel implants and experienced bilateral rupture post procedure. Upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device or on the shell surface. During visual examination, the product evaluation team observed the device severely rented; it was only returned in one piece. Additional siltex cracking was found within the rent. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast mammaries. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).